Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing properly and they fell out of the jaw. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 13 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.